Event description:
The insert and metal back patella were removed due to wear and replaced with an 11mm insert (6628-2-711 lot usapa) and an all polyethylene patella (6628-1-940 lot ususa)

Manufacturer narrative:
Summary eval: eval cannot be performed. There is no evidence that the device failed to meet specs.